Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens. Lens was torn during insertion into the eye. Lens was removed with no pt injury. No widened incision and no suture used. Reporter stated the cause of lens tear was due to loading error. A second lens was inserted and removed during the same procedure, see MFR #2023826-2011-00078. On (B)(6) 2011 a third lens, same model and size was implanted.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found piece of the haptic and piece of the optic torn off and missing. Lens was returned in vial and in liquid. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).